Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 554 mg/dl and insulin flow blocked alarm during basal. The customer had not reported the symptoms and treated with pump. Customer's blood glucose level went into the 400's mg/dl and also reported the blood glucose of 502 mg/dl. Customer declined to troubleshoot for high readings. Customer states that pump has alarmed insulin flow blocked. The customer was assisted with troubleshoot for insulin flow blocked alarm and customer was advised the possible connection issue or occlusion in tubing or reservoir could lead to insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exits the tubing. The insulin pump will not be returned for analysis.